Event description:
The customer reported false positive results with the ID now covid-19 assay performed on an unknown date using an unknown lot number. This MFR. Report addresses test two (2) of two (2). The sample type and method of testing was not provided. Confirmation testing via an unknown rt-pcr platform from a sample taken the same day generated a negative result. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Date provided is an estimate as no information was provided from the contact. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text: single-use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on an unknown date using an unknown lot number. This MFR. Report addresses test two (2) of two (2). The sample type and method of testing was not provided. Confirmation testing via an unknown rt-pcr platform from a sample taken the same day generated a negative result. No additional information, including patient treatment and outcome, was provided.